Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2015. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an open reduction internal fixation procedure on the left femur in (B)(6) 2015. Subsequently, a revision procedure is believed to have occurred on (B)(6) 2015 due to the fracture of the nail.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an open reduction internal fixation procedure on the left femur on (B)(6) 2015. Subsequently, a revision procedure is believed to have occurred on (B)(6) 2015 due to the fracture of the nail.